Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient stated he feels that his spirit pump may not have been delivering correctly. Customer advised his readings were in the 500s mg/dl. He feels the spirit pump stopped delivering accurately about 6 months ago. No adverse event reported. A request was made for the return of the device.